Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's surgery reportedly went well. The external visual inspection revealed silicone damage on the top cover and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This device passed the tests performed this is the final report.

Event description:
The recipient is reportedly experiencing open electrodes. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.